Manufacturer narrative:
No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following the completion of the investigation, the additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
It was reported that the totalcare frame (product code: p1900q007771) brakes were not holding. The bed was located at the account. There was no patient/user injury reported.

Event description:
It was reported that the totalcare frame (product code: p1900q007771) brakes were not holding. The bed was located at the account. There was no patient/user injury reported.

Manufacturer narrative:
The baxter technician found the hexagonal rod connecting the left and right brake pedals needed to be replaced. Per the baxter service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the brake casters to determine if the bed moves when you activate the brake, replace or adjust when necessary. Check the tires for cuts, wear, tread life, etc. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the hexagonal rod to resolve the reported event. Based on this information, no further action is required.